Event description:
It was reported that during follow-up, the device went into backup vvi mode. A device download was performed successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.